Event description:
It was reported that "the CT tech used the proximal lumen (white infusion port) for the IV contrast. The lumen is labeled as "power injectable" and the tech flushed and confirmed blood return prior to use. However, when the contrast was given, the CT tech couldn't see it on the scan. When rn and the tech returned to the patient, they discovered that the proximal lumen had split down the middle of the tubing and blood was leaking from it. The lumen was immediately clamped and the central line was rewired upon arrival to the unit." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen central venous catheter (cvc) for evaluation. Evidence of use was observed on the returned device. Visual inspection of the white proximal extension line revealed the line was ruptured throughout the majority of the extension line. The line was coiled creating a kink in the line distal to the rupture. Based on the customer report and visual inspection, the damage appears consistent with inadvertent over-pressurization of the extension line during use. The rupture in the proximal extension line measured 35mm-95mm from the juncture hub. The undamaged portion of proximal extension line outer diameter measured 2.21mm, which is within the specification limits of 2.13mm - 2.21mm per the proximal extension line extrusion product drawing. The damaged portion of the proximal extension line outer diameter measured 3.52mm, which is not within the specification limits of 2.13mm - 2.21mm per the proximal extension line extrusion product drawing. This supports the extension line was inadvertently over pressurized and expanded before rupture. The remaining extension lines were attached to a lab inventory 10ml syringe and flushed. No defects or anomalies were observed. Functional inspection of the white proximal extension line could not be performed due to the damage. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The instructions for use (IFU) provided with the kit warns the user, "precaution: pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." The IFU also states, "warning: ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications." The customer report of a ruptured extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the white proximal extension line ruptured throughout the center of the extension line body. The line was coiled throughout the line creating a kink distal to the rupture. The damage appears consistent with over pressurization of the extension line during use. The undamaged portion returned catheter met all relevant dimensional and functional requirements. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.